Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high, although specific value was provided. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to their bg level; however this could not be confirmed. A manual injection was delivered to address bg. Reportedly customer had nausea and difficulty breathing. Recommendation was made to consult with a healthcare provider regarding diabetes management.